Event description:
After the surgery was over and the patient had left the or, the drapes were being disposed of. When the drape was removed from the slush\warmer machine, there was 20-30 ml of fluid noted in the bottom of the warmer which should not have been there. It is unknown how the fluid got there.